Event description:
Reconstructive surgery to correct rotated implants. I was given textured implants originally that rotated. They removed the implant in (B)(6) 2012 and replaced it with another textured contoured implant, not sure why. I had four separate procedures for them to graft cadaver skin over my implant to keep it in place because my cancer was extensive and the skin was thin when I had my mastectomy in 2007. Grafting to tissue was not possible because they had not yet discovered how to remove the dna. I have had six implants on my left mastectomy side and two implants on my right breast for symmetry. I have had night sweats, lethargy, skin issues, and MRI shows fluid around my implants indicating symptoms of bia/alcl. I have been very sick to the point of disability and I no longer have insurance in the united states because I was fired while on medical leave. They would not renew my extended medical leave and terminated me. As a result I tried to collect unemployment but was refused because I was told by my employers that I quit for health reasons though I had a termination letter in my hand. I have had multiple surgeries since 2005 when the textured implants were initially placed following a mastectomy in 2006. I also had textured expanders in place which I understand also increased my risk for the disease associated with textured expanders. I had a lump removed from my mastectomy scar in 2013 and some donated tissue - alloderm. I had a lump removed in (B)(6) from the right breast but it was not tested for the markers for bia/alcl to my knowledge. I was also told just to monitor the fluid around my implant which is the most common symptom of this lymphoma and was told they could not safely extract fluid from around my implant. But they also don¿t want to remove it. Reconstruction textured implant. FDA safety report ID # (B)(4).